Event description:
It was reported that during a starr procedure, the staples did not form on the anterior firing of the device between 11 and 1 o'clock. Staples formed correctly to the left and to the right of this area. The surgeon had to over sew with 7 or 8 stitches. The posterior firing was fine. But the surgeon used a pph01 with a different lot number to complete the case. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.